Manufacturer narrative:
(B)(4). Batch # m93k9x. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what part of the jaw fell off? Bottom portion, it was sent with the handpiece did the active blade break off of the device? If the black part is the active part of the blade, then yes, it was the active part. Did any part of the white tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If I understand correctly, no- just the black portion fell off. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Not that I have ever seen. Did the small black polyamide tissue pad fall off of the jaw? If I understand correctly, no, the black jaw fell off not the pad of the top portion.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: what part of the jaw fell off? Did the active blade break off of the device? Did any part of the white tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Did the small black polyamide tissue pad fall off of the jaw?

Event description:
It was reported that during an unknown procedure, the doctor was using the device and the bottom black piece of the jaw fell off. Case completed with another device of the same product code. There were no patient consequences reported.